Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. After successfully completing the ablation procedure, a small pericardial effusion was detected around the heart. The patient was promptly transferred to the post-procedure recovery area for close monitoring. Subsequently, the patient was taken back to the lab and a pericardiocentesis was performed to drain the effusion. The patient was stabilized and transferred to the hospital floor for continued observation and care. Additionally, the patient has been discharged from the hospital. The catheter is not expected to return as it was disposed therefore the lot number is not available.